Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17oct2018. The service engineer (se) inspected the device; restarted the ventilator and found no issues. The customer declined any further repair/service of the ventilator. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator valve was opening. No patient involvement. The event date was not specified; estimate used.